Manufacturer narrative:
Physio-control evaluated the customer's device and though they were unable to duplicate it, they verified the issue occurred using device download logs. As a precaution, the battery pins and system power board were replaced. After the device passed functional and performance testing, it was returned to the customer.

Event description:
The customer contacted physio-control to report that their device shutoff during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported associated to this event.

Manufacturer narrative:
Physio-control verified through review of device download logs that both batteries that were being used were manufactured in 2016, making them approximately 5 years old. Per the operating instructions for the lifepak 15, batteries should be replaced every 2 years. Root cause is not able to be determined.

Event description:
The customer contacted physio-control to report that their device shutoff during use. In this state the device would be inoperable and defibrillation therapy would not be available if needed.there was no patient involvement reported associated to this event.